Event description:
It was reported that during a shoulder arthroscopy ¿ labrum repair surgery, the needle leg (i.e.: fork-shape one) of the suture-fix has been missed inside the patient during the deploying process with the drill guide. This anchor has not been implanted at last. It was left inside the patient. The procedure was successfully completed with a significant delay using a back-up device in an additional bone hole. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: the reported suturefix ultra ahr s, intended for use in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, one of the fork tines broke off during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper site preparation. Excessive force placed on the device during use.the instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.